Manufacturer narrative:
The device was received not deployed. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. Rotational sensor errors were present in the download data. The device was reset, and delivered a 5-unit bolus. The needle mechanism deployed during the reset run. Rotational sensor errors were present in the reset data. Under magnification, contamination was found on the commutator cap. Based on the data and visual inspection of the commutator cap, it was determined that this contaminant contributed to the reported symptom.

Event description:
It was reported that the cannula did not deploy, indicating a failure of the needle mechanism. The blood glucose (bg) levels were unaffected.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.